Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code (B)(4) clarifier- patient selectionna.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a starclose se device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, the tip of the device [clip applier] would not go through the [exchange] sheath. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The starclose se device was used in an area of calcified plaque. It should be noted that the electronic starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.